Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist guided the customer through turning the cabinet on using the power switch and restarted all in one (aio). The system functioned as intended after the technical support specialist guided the customer and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message appeared on the screen indicating that the drawers were offline, and no item could be issued immediately. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.